Manufacturer narrative:
(B)(4). The event is confirmed. Review of the most recent repair record determined that the unit does not power on, and the power inlet module was burnt, charred, and melted. The power inlet module was replaced and resolved the reported issue. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the display on the cart did not come on when plugged in and turned on during cleaning. There was no patient involvement. No adverse events were reported as a result of this malfunction. Attempts have been made and no further information has been provided. The investigation found evidence that the power inlet module was burnt, charred, and melted.